Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In-situ measurements of the right ear displayed all channels either with high impedance status or involved in short circuit. Specific head trauma has been denied although the patient reportedly bumps the head a lot. Surgery is scheduled.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The bilaterally implanted patient presented in the clinic with both ears displaying multiple channels with status hi impedance. Head trauma has been denied although the patient reportedly bumps his head a lot. The patient was re-implanted. There was a swelling/haematoma present over the right implant site on the day of surgery that was not present at the pre-op assessment on friday, so likely occurred over the weekend.